Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received, and evaluation is performed.

Event description:
It was reported that occlusion alarms occurred. System check was performed with tandem technical support (tts) and there was a blockage in the cartridge. Customer reverted to an alternate method of insulin delivery. Customer¿s blood glucose level was 200 mg/dl.